Event description:
The depth gauge probe tip broke off inside the patient. The surgeon removed the debris by making a medial incision. The debris removal caused a delay of 10-15 minutes to the procedure.